Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery dropped from 20% to 10% then jumped up to 70%. The customer's blood glucose was 80 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.